Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin flow blocked alarm on the insulin pump. The customer blood glucose level was 574 mg/dl. The customer delivered a bolus. The customer also reported that leak was in the reservoir connector. The device will not be returned for analysis.